Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of erratic results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 70-120mg/dl fasting. Verified the strips expire 07/21/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 193mg/dl and 203mg/dl fasting. Reviewed meter memory: 1:196mg/dl (B)(6) 2015 03:17:00 pm fasting:yes, 2:168mg/dl (B)(6) 2015 02:29:00 pm fasting:yes, 3:145mg/dl (B)(6) 2015 02:39:00 pm fasting:yes, 4:235mg/dl (B)(6) 2015 12:03:00 pm fasting:yes, 5:242mg/dl (B)(6) 2015 11:45:00 pm fasting:yes. Customers concern:with 196mg/dl and 168mg/dl. No adverse event reported.